Event description:
The pt have continuous IV infusion of philrinone at 3.6 mp/hv 24 hr = 86.4 ml. Med. Started in 2005 6:00 pm in baxter 6060 pump and when the pt openes the pump and drug carrier bag next day 6 pm to change out the bag - noticed still have full bag 8 medicine lift. When infasub data was checked, it showed only infused 13.1 ml, instead of 86.4ml. The pt experienced extreme fatigue all day.